Event description:
Dealer reported that their customer alleged that the oxygen reservoir pulled away from the device. Facility reported that the device was in use at the time, but there was no harm to any pt.